Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens in 2006. A patient survey received as part of the study, indicated the patient had light refractions during low light and anomalies from the lens handle attachment points. Additional information was requested but none forthcoming. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Light refraction in low light - anomalies from the lens handle attachment point - unlabeled. Evaluation: results: a work order search was performed and there were no similar complaints within the work order.